Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Failed patient side occlusion- 07/18/2018 (B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per (B)(4) out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(4). Problem description: failed patient side occlusion. Lab observations (condition of unit as received): the module was received in good condition. Investigation summary: occlusion pinch test: bottle side: passed patient side: passed pressure occlusion on bench: 12.5 psi too high. Using asm software measured sensor outputs. Sensor with no load should be 1 volt. Bottle side output sensor was too low (0.885 volts). Replaced both sensors with two matching devices. Re-tested. Lvp occluded at 10.8 psi good result. Conclusion: upper bottle side sensor output was out of spec. Rework none. Disposition: route to service for normal process.